Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. On device evaluation, error code e-193 was noted to have occurred indicating the internal li-ion battery had a permanent failure and required replacement. Device repair is pending at this time awaiting availability of a replacement internal li-ion battery. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the original sn/mn label had the incorrect gtin. Therefore, the sn/mn label requires replacement. During evaluation, it was noted the rubber feet were missing and required replacement. Additionally, the cord retainer was missing/broken and also required replacement.